Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device was sparking at the tip. The doctor had a shocking sensation when using debakeys (it's a pair of tweezers) and the end of the pencil was sparking. The biomed was unable to get information if it was a new pencil or pencil used a few times. There were no patient consequences reported.